Event description:
It was reported that the patient's blood glucose levels rose to 20 mmol/l (360 mg/dl) while wearing the pod. Investigation of the pod (completed 03-jun-2026) found a tear in the cannula. The device was originally reported on (B)(6) 2026 as the patient was not sure the pod was delivering insulin.

Manufacturer narrative:
Investigation of the returned device found a tear in the exposed portion of the soft cannula that contributed to the reported event. The observed soft cannula tear is currently under the referenced CAPA investigation. No further post market investigation is required. Inspection of the cannula subassembly found the tip of the formed needle to be squared-off and dull. This inadequate formed needle tip did not contribute to the reported event. The observed external cannula tear is related to action # 9056196-05/20/2026-002-c.